Manufacturer narrative:
Upon reassessment of the reported event, the shell was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the shell was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Item number 00784301626 item name femoral stem beadedfullcoat 12/14 neck taper std. Body ext. Offset size 1616 mm distal dia. 160 mmlength lot # unk. Item number 00801804001 item name femoral head sterileproduct do not resterilize 12/14 taper lot # unk. Item number 00625006515 item name bone scr 6.5x15 self-tap lot # unk. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty. Subsequently, the patient was revised thirteen (13) years post implantation for instability. Attempts have been made and additional information on the reported event is unavailable at this time.